Event description:
Boston scientific received information that the right atrial (ra) lead exhibited greater than 2000 ohms impedance measurements and also exhibited no sensing measurements. The pacemaker was programmed to vvir mode. No surgical intervention was performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.